Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus 3.0 x 12 mm is being reported under a separate medwatch report number. The stent remains in the patient. A follow up report will be submitted with all relevant additional information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2011 the 3.0 x 28mm and 3.0 x 12mm promus rx stents were implanted overlapping, in a narrow vessel and after pre-dilatation during a proximal left anterior descending artery (lad) case. Post-dilatation was performed afterwards with a non-abbott balloon catheter. The next day the patient was transferred to the hospital. Five days since transferring to the hospital, the patient had sub-acute thrombosis and the lesion site was completely occluded. Aspiration and balloon angioplasty was performed to resolve the thrombosis. However, as blood flow did not fully recover, additional stents were implanted in the mid to distal lad and in the 1st diagonal artery. No additional information was provided.